Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the morning of (B)(6) 2025, the patient woke up at approximately 07:45 am and experienced vomiting. The continuous glucose monitor (cgm) reading at that time was 62 mg/dl. The patient consumed three sips of a soda drink, and a subsequent fingerstick blood glucose reading indicated a high level. The patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). Upon arrival at the hospital, the patient received 10 units of insulin and intravenous fluids. A fingerstick blood glucose reading taken at the hospital showed a level of 515 mg/dl. The cgm sensor was removed due to failure. The patient was discharged on the same day at 08:00 pm. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.